Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: hypersensitivity treated with medication. Onset of adverse event: after the procedure. It was reported that the xience stent was implanted in an unspecified vessel on (B)(6) 2010, without an issue and approx 12 to 24 hours later, the pt had difficulty breathing and is "increasingly hypoxic" with no ischemia. The patient was treated with steroids for possible hypersensitivity without relief. Lung biopsy planned for etiology of difficulty breathing. No add'l event or patient info is available.